Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis could not be performed. The cause of the reported death could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed or if the patient was performing therapy at the time of death. No additional information is available.